Event description:
While in for recall service, factory service observed that the ECG was unreadable due to noise.

Manufacturer narrative:
Manufacturer's evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The device was in for recall service, when factory service observed that the ECG was unreadable due to noise. Investigation found a cracked ceramic resistor on a printed circuit board called the preamp board. The damaged resistor was introducing noise on the ECG signal. After replacement of the resistor and completion of the recall service updates, the device subsequently passed all acceptance testing and was returned to the customer.